Event description:
The customer reported via phone call that they were hospitalized with high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of incident. It was also found the insulin pump did not rewind and prime properly. The customer declined to troubleshoot and requested to have the insulin pump replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed selftest, battery out limit error test, displacement test and basic occlusion test. Failure analysis was unable to prime unit during prime test due to loose / flush drive support disk. Failure analysis was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with broken reservoir tube lip. The insulin pump was received with stained end cap sticker. The insulin pump was received with minor scratched lcd window.